Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 280 mg/dl. The customer treated high blood glucose by bolus. The customer was reported that the insulin pump had scratches on screen. The customer was using the insulin pump when high blood glucose was reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly and audio/vibrate anomaly noted during testing. Insulin pump passed the delivery accuracy test at 0.08730 inches. Insulin pump received with minor scratches on display window noted.